Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing of noise. It was noted the patient was performing physical activity at the time. At the follow-up, noise was reproduced with provocative maneuvers in the primary and secondary vectors. The physician elected to reprogram the vector to alternate as no noise was seen during troubleshooting. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. Four years later, the device stored an atrial fibrillation (af) episode showing noise/artifact and a lead issue was suspected. The patient was seen in the clinic for troubleshooting and x-rays. Device data was submitted to technical services for review. Noise consistent with myopotentials was reproduced, but the artifact observed in the af episode was not able to be recreated. It was suspected the cause of the artifact was related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead sense b ring and the device connector. The non-invasive solution would be reprogramming to the secondary vector as long as r-wave amplitudes were large enough and stable. If sensing was not appropriate in secondary, the physician could replace the device and electrode. The local sales representative confirmed the device was manually programmed to the secondary vector with a gain of 2x, which marked the noise correctly. The physician has decided to keep the patient monitored. The device and electrode remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.